Event description:
A lead extraction procedure commenced to remove a left ventricular (lv), a right atrial (ra) and two right ventricular (rv) leads due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. However, the lld within the ra lead was only able to advance to 3 cm from the lead electrode, and did not reach the lead distal tip. The lv and one of the rv leads were successfully removed by simple traction from the lld ezs. Next, a spectranetics 14f glidelight laser sheath was used on the ra lead, encountering resistance at the clavicle. Switching to the second rv lead with the same glidelight, progress stalled in the middle of the lead. Returning to the ra lead with the same glidelight, the device advanced around the innominate/superior vena cava (svc) area and into the ra, when the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. An svc/ra junction perforation was discovered and repaired. Post-sternotomy, the second rv lead was extracted, and the ra lead was extracted with use of a spectranetics 11f tightrail rotating dilator sheath. The patient survived the procedure. This report captures the glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk h6): great vessel and cardiac perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.